Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, when all the leads were correctly placed, the guidewire was attempted to be removed from the left ventricular (lv) lead but it was stuck. Both the guidewire and the lead were removed. Once they were removed, they were able to remove the guide from the lead. They used a new guidewire and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal conductor was not obstructed. There was a connector pin observation. The analyst noted that visual inspection found there was guidewire's green coating appeared on the is-1 connector pin, and inside the lead lumen. But no conductor distort was observed. The guidewire wire returned with the lead was damaged. Guidewire insertion test was performed using a guidewire sample in the lab. By back loading, the guidewire passed through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.